Manufacturer narrative:
Device evaluated by manufacturer- an examination of the returned complaint device revealed that the stent had moved on the balloon. The proximal edge of the stent was located approximately 3mm distal to the distal edge of the proximal markerband. The stent was not stretched. The balloon was examined and it had not been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent dislodgement occurred. When prepping the 16x3.0 veriflex stent delivery system (sds) the protective sheath was pulled off and the stent dislodged from the balloon. The device never entered the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "fine".

Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent dislodgement occurred. When prepping the 16x3.0 veriflex stent delivery system (sds) the protective sheath was pulled off and the stent dislodged from the balloon. The device never entered the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "fine".